Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical tavr procedure the 26mm sapien valve was deployed canted and in a too ventricular position (70:30) causing aortic regurgitation; a second valve was implanted in order to mitigate the aortic insufficiency. The patient also developed complete heart block for which he received a permanent pacemaker one day post tavr. The patient was reported as doing great by the implanting physician. Per report, transapical access was achieved and the sheath was inserted. The echocardiographer did not note any increase in mitral regurgitation or have any indication that the sheath was entangled in the chordae tendinae. The trajectory of the sheath was ¿not good¿. The balloon valvuloplasty (bav) was performed using a 20mmx3cm edwards balloon. The 26mm sapien valve was inserted and positioned across the aortic valve. The valve was deployed during rapid ventricular pacing. It appeared to have started slightly ventricular and move even more ventricular and canted downward on the right coronary side during deployment. The patient developed heart block and required pacing throughout the rest of the procedure. The patient was slow to recover from pacing so epinephrine was given which took the pressure to over 200 mmhg systolic. There was severe aortic insufficiency but it was difficult to distinguish whether it was all central or some of it was paravalvular. A second valve was prepared and deployed approximately 1/3 higher than the first valve. There was no paravalvular and trace central leak post deployment. The apex was closed without incident and the patient was transferred to the ICU intubated but in stable condition. A permanent pacemaker was implanted the next day. Per additional information received from the edwards fcs, there did not appear to be any compromise/rupture to the patient¿s mitral chordae tendinae. The angle of the sheath was pointing slightly downward away from the aortic outflow tract so there was a nearly 90 degree turn out of the sheath and not a lot of space in the ventricle. At the very end of the balloon inflation, there was a bit of a downward tug. At pre-deployment the valve appeared to be positioned slightly ventricular of 50:50. The root cause for the too-ventricular deployment was not determined. The deployment projection did not look too bad, however watching the valve deploy, it is possible the valve position was worse than originally thought. There is also the possibility that the tension caused by the angle of the sheath could have caused the ventricular movement. Following valve deployment, the physician had to go from a nearly ap projection to 30 degrees cranial to get the valve to appear coaxial. The native valve/leaflet calcification was described as severe. The aortic root calcification was moderate. The image intensifier angle was fair. There was no loss of pacing capture during deployment and ventilation was held. The patient¿s ejection fraction was 60 percent.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and complete heart block are known potential complications associated with the tavr procedure, balloon valvuloplasty, and the bio-prosthesis implantation. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. Deployment of the valve too ventricular can cause or contribute to native leaflet overhang and this can impair the thv leaflet function resulting in central aortic insufficiency. Central aortic insufficiency can also be expected while the wire is across the valve. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for heart blocks that occur during the tavr procedure. According to literature review, and as documented in edwards clinical technical summary for "complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, it appears that patient and procedural factors appear to have caused or contributed to these events. Per report, the patient¿s valve, leaflets and aortic root were moderately to severely calcified; the coaxial alignment and image intensifier angle were less than optimal; and the patient had a complex underlying cardiac pathology that included (e.g. Cad, chf, pre-existing rbbb, and valvular disease). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.